Event description:
It was reported the patient is deceased and died two years, nine months post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported that a remote monitor transmission was received and noted a lead warning and non-sustained ventricular tachycardia (vt) had occurred. The clinic staff was unable to contact the patient and emergency medical services was called and found the patient ¿vital signs absent¿. Resuscitation efforts were unsuccessful. Episodes of lead noise were observed on the right ventricular lead. The death was classified as a cardiac death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 419488 implantable pacing lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.